Event description:
It was reported that when this patient was going to be programmed into MRI protection mode the left ventricular (lv) lead pace impedances were found to be high out of range. This lv lead remains in service. No adverse patient effects were reported.